Event description:
Additional information was requested on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, (B)(6) 2011 and (B)(6) 2011 and no more information has been received.

Event description:
It was reported that one week post-op of a laparoscopic right hemicolectomy procedure, the patient was taken back to the or for an additional procedure. The original procedure was about (B)(6) ago and the second event occurred (B)(6). When the surgeon observed the anastomosis, they found a leak at the upper left of the staple line. The patient was diagnosed with sepsis and treated at that time. The patient had an ileostomy from the first procedure and it is unknown if it was removed during the second resection. No other information is available at this time. The patient was not required to go to ICU or to be administered blood products. The device was discarded. Patient is reported to be stable at this time. Additional information being requested.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.